Event description:
On (B)(6) 2013, it was reported that an sql error message was found when interrogating a demo generator. The handheld computer had been previously upgraded successfully to version 8.1. A hard reset was attempted as part of the troubleshooting, and though the reset succeeded, the same sql error message was obtained when interrogating the demo generator again. The device was returned and is pending product analysis.

Event description:
Product analysis was approved on (B)(4) 2013. An analysis was performed on the returned handheld, and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and the reported software malfunction was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.